Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. There were no abnormalities noted. The device¿s yearly revision was performed, including electrical safety tests, cleaning, and overall device inspection. No faults were noted. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that he had been experiencing problems with his olympus high flow insufflation unit¿s suction pressure. According to the initial reporter, the smoke is sucked so strongly that the hoses/tubes are decompressed. Reportedly, this event has occurred in multiple procedures. However, the initial reporter did not report any patient harm as a result of this failure mode. This report (patient identifier: (B)(6)), is being submitted to capture the unknown number of occurrences from this issue. For the specific initial incident, please see report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been close to 8 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.